Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient had noise reversion episodes due to their ventricular lead. No intervention was performed at the time. Patient was stable.

Event description:
New information noted that the noise events were not able to be replicated by isometric movements. The egms available showed make/break signals. Physician elected monitor the patient.